Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that no insulin was passing through the infusion tubing. She stated that she changed her accessories 4 times and no insulin dripped from the end of the infusion tubing. No error messages were displayed on the infusion device. She also reported experiencing elevated blood glucose of 27 mmol/l (486 mg/dl). She injected insulin via pen and her blood glucose remained elevated. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.